Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) due to the multiple faults to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis but the reported failure of issues with monopolar power could not be reproduced. The unit energized and cauterized and all ports recognized instruments. A review of the procedure log showed a hysterectomy ¿ benign procedure was performed on (B)(6)2022 on system sk5260. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: c-06 attributed to system error, m-18 and m-11 attributed to an internal timeout, m-1f due to ground pad and 25920 due to erbe energy activation issues. This complaint is considered a reportable event due to the following conclusion: there was a delay of 30 minutes or greater with the total operative time of 223 minutes. The electrosurgical generator unit (esu) was not in an acceptable state after the start of the procedure due to intermittent monopolar energy. The surgeon was able to continue with the procedure robotically by replacing the ground pad. The fse confirmed the issue and the esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed that the monopolar energy was intermittent. Prior to calling, the customer replaced the green monopolar energy cable, instrument and ground pad twice with no change. The technical support engineer (tse) observed several erbe errors in logs (c-06, m-18, m-11, m-1f). The tse asked the customer if the long edge of ground pad was pointed towards the operative field and caller stated it was with the current ground pad which was on the right leg and previous two ground pads were on the left leg. The customer experienced no issues with cautery during the call. The customer proceeded with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.